Event description:
It was reported that there were a high amount of short v-v intervals and visible noise on the electrogram for the right ventricular (rv) lead. High impedance was also observed. A lead fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.